Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), potential risks associated with the overall procedure include thrombus formation, plaque dislodgment, and embolization that may result in myocardial infarction, stroke, distal peripheral occlusion, and/or death. It is the natural tendency of the body to form clot on foreign objects in the vascular space. These patients are anticoagulated for the procedure and interventional best practices mandate meticulous wiping and flushing of the devices to prevent and/or remove clot. The thv training manuals and IFU instruct the operator to administer heparin and maintain the act at = 250 sec. In this case, the clot was attributed to the patient¿s hypercoagulable state, as the patient was not clotting as expected. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
Post successful placement of the 26mm sapien 3, tee indicated what looked like a clot fixated near the top of the valve. It could not be determined if it was pinned on the side of the valve frame, or coming from the native or valve leaflet. It was possible it was in between the frame and the aortic root. The patient is stable and on heparin. The cause was attributed to the patient's hypercoagulable state. The patient was give heparin prior to the procedure, act measured 239. The patient was give 2000 more, at the time of the tavr, and act measured 260. The patient was given additional 3000 units and will be monitored.